Event description:
It was reported that the customer's pump overheated during the load process. There was no adverse impact to the customer's blood glucose level. The pump was later tested and successfully charged to 100% without overheating, a cartridge was loaded, and a 5-unit bolus was delivered without any alerts or alarms. The device is scheduled for return, and a replacement pump with a new serial number will be provided.